Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited thresholds of 3.5 v, 1.2 ms. The lead remains implanted.